Event description:
Code blue event in critical care on a post open heart surgical patient on (B)(6) 2024. The patient had an r on t vfib arrest. The patient was on a medtronic model 5392 device. Concern for possible device failure. Reference report# mw5164117, mw5164118.